Event description:
It was reported that the bd luer-lok had label content missing. The following information was provided by the initial reporter translated from spanish to english: last order received for part number 309628 syringe 1ml we had one unit missing and two units with label damage (photo samples attached). Describe patient / (hcp) / user impact: customer received 3 units less than invoiced.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(6) - supplemental MDR/additional information - label content missing. Additional information received: following submission of initial MDR new information received from customer, two units with the damaged label from batch 2347738. Date of event: october 23, 2024. Section d and h updated with new information. Device manufacture date is also updated with new information. Evaluation: two photos were provided to our quality team for investigation. Upon evaluation, it was observed that applied external label is not part of device labelling. This label is applied by bogota distribution center to meet columbia regulatory requirement. Distribution center opened claim no. (B)(4) to review and solve issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Addition information received on november 25, 2024. 1. We had one missing unit and two units with tag damage. 2. Two units with the damaged label (photos attached), both from batch 2347738. 3. Date of event: october 23, 2024.

Manufacturer narrative:
(B)(6). Supplemental MDR - label content missing. Two photos were provided to our quality team for investigation. Upon evaluation, it was observed that the external label applied is not part of the original device labeling. This label was manually applied by the bogot distribution center to meet local regulatory requirements. As this is a manual process, it is possible that insufficient pressure was applied during label placement on the primary packaging. This may have caused the labels to stick together, resulting in damage during handling. No physical samples were received for evaluation. However, the complaint also involved a short count, which was confirmed based on the description provided. The root cause identified was that the product was not properly checked before shipment. As part of the corrective actions, the following activities were carried out: 1. Personnel were sensitized on the correct manual placement of labels, with emphasis on applying sufficient pressure to ensure proper adhesion. 2. Training was provided to secondary packaging and cedi personnel in accordance with the picking and dispatch procedure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.